Event description:
It was reported that an ao60 lens was removed intraoperatively due to capsular bag tear during lens insertion. The incision was enlarged, the lens was removed, and a vitrectomy was performed. Another model lens was successfully implanted in the sulcus and the incision was sutured. The patient's prognosis was described as, "patient will need more follow up". Please reference MDR # 1119279-2013-00282 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.